Event description:
According to the reporter, the following event occurred during a 2-level anterior cervical fusion (acf) procedure zero-p. When the surgeon removed the retainer after the implant was in place, the screw popped out of the hinge at the bottom of the retractor. The retractor fell apart. The screw or fragment did not fall into the patient, but was not found. The surgeon completed the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 01/012012. Placeholder.